Event description:
Customer reports to have high blood glucose of 300 mg/dl, which was treated with manual injection. During troubleshooting for high blood glucose, it was found that tubing had champagne size air bubbles and cannula was bent. Drive support cap was normal, time, date, and basal rates were correct; bolus wizard were correct. Customer declined troubleshooting for air bubbles and customer knows what caused air bubbles. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.